Event description:
It was reported that the co2 port has a broken piece. This was clarified by a philips field service engineer (fse) as etco2 intermittently initializes by itself. There was no patient involvement.